Event description:
Customer reported that the pump did not display the correct amount of insulin, indicating that the gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined a callback.